Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported expulsion (complete clip detachment (ccd)) appears to be a cascading effect of the slda. The reported poor image resolution was due to patient anatomy. The reported patient effects of embolism and recurrent tr appear to be due to the complete clip detachment (expulsion). The heart failure appears to be a cascading effect of the recurrent tr and foreign body in patient was due to the embolism. Embolism, heart failure, and tr are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstances as the patient returned to the hospital and two additional clips were implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received the embolized clip was not retrieved and remains in the patient anatomy.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 4+. A xtw triclip was chosen for implantation. Imaging was poor as transgastric view wasn't available due to anatomy. After deployment, the clip was stable and tr was reduced to grade 3. On (B)(6) 2025, the clip detached from the one leaflet slda (single leaflet device attachment (slda)). Tr was recurrent. The next day (B)(6) 2025 the clip then fully detached and embolized to the hepatic vein. Patent was reported to be stable but decompensated. On (B)(6) 2025, 2 additional triclips were implanted reducing the tr from grade 5 to grade 3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.